Event description:
The customer reported the device has a red x, and a pop window that says "device error service required." There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.